Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement tactile awl shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that, as reported, the tip of the instrument is visibly bent. However, with a tracker attached, the tactile awl returns a good divot error. Physical damage - bent instrument tip - directly caused event.

Event description:
A site representative, instrument specialist, reported that their tactile probe had a bent tip. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.